Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer did not troubleshoot alarms; however, at the time of the report, customer cleared the alarm and resumed insulin delivery. Customers blood glucose was 287 mg/dl. System check was performed with tandem technical support and no issues were identified.